Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was inadvertently discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2021-02574.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-02574

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein and inferior vena cava (ivc) using a penumbra engine (engine) and a lightning aspiration tubing (lightning). During the procedure, while aspirating clot using the engine and the lightning, the engine lost power towards the end of the procedure. To troubleshoot, the engine was power cycled, and the lightning was unplugged and replugged into the engine; however, the issue was not resolved. It was reported that a new lightning was plugged into the engine; however, the lightning unit did not power on. Therefore, the first lightning and engine were not used for the remainder of the procedure. Next, the physician plugged the new lightning into another engine and the lightning unit powered on; however, upon powering on the engine, it was reported only two of the four indicator lights illuminated, and the indicator lights were very dim. The procedure was completed using the new lightning and the second engine with only two of the four indicator lights illuminated. There was no report of an adverse effect to the patient.